Event description:
The customer reported the ventilator would not power on ac or backup battery. The customer reported the unit was not in use on a patient therefore there was no patient harm or involvement. The customer reported the mains power led indicator is lit when plugged into an ac power source. The manufacturers field service engineer replaced the power management pcb board to address the reported problem. Applicable final testing was completed per operating specifications.